Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as (B)(6) 2018. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, product type: lead, serial/lot #: (B)(4), (B)(6), (B)(4), implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient fainted and fell about a month ago ((B)(6) 2018). It was noted that one of the leads was broken and the healthcare professional (hcp) was taking care of all this as the patient was to go in for surgery to have it fixed. The patient stated that the implant was still working. They also reported that they had an EKG on (B)(6) 2018 and had a ¿blip¿ on there so they needed to have another EKG. The patient was to follow up with their hcp. There were no further complications reported or anticipated.